Manufacturer narrative:
The technician replaced the valves for the head section, but the head section would continue to drift about five degrees in 30 to 40 mins with weight applied. The technician replaced the CPR value to repair the bed.

Event description:
Info received indicates the head section is drifting.